Event description:
It was rpeorted that a spectrum pump had an inoperable keypad in the emergency room. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom, which was reproduced while attempting to run a loaded set caused by external damage. The device eval confirmed the #3, #4, #5, #6, #7, #8, and #9 keys to be intermittent caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.